Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing causing the atrial tachycardia/atrial fibrillation episodes to inappropriately terminate. The ra lead remain in use. No patient complications have bee n reported as a result of this event.